Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports against part 136551000 and lot 1218600 code or part 121887352 lot 1180994 code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Update recv'd (B)(6) 2013- patient was revised for unknown reason. Part and lot information was provided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. In addition to what was previously alleged, pfs alleges failed device causing injuries. After review of medical records for the MDR reportability, patient was revised to pain. Revision notes reported of marked fluid in the hip, soft tissue proliferation, corrosive changes in the head and neck junction and some soft tissue reaction. Pathology report stated indicating a low probability of hypersensitivity associated chronic synovitis. Clinic reported of discomfort.

Event description:
Litigation alleges that patient experienced hip pain, causing difficulty ambulating and sleeping. Additionally, it is alleged that implant is releasing metal ions into patient's body.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges abductor muscle repair and pseudotumor.